Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing a pacing lead due to high/ undefined impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing a pacing lead due to high/ undefined impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.